Manufacturer narrative:
D1 brand name was revised. The investigation was completed and h6 codes were updated. Investigation summary access site adverse event/hematoma: the cause of the access site adverse event was user related as physician accidently stuck the artery while trying to get venous access

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery, to support the 69-year-old patient who had been admitted in with acute myocardial infarction and cardiogenic shock. The team was utilizing the single access technique to allow for the angioplasty (pci) in the catheterization lab and sought venous access at the same limb as the arterial access for the impella and pci. The access of the vein was done and the operator mistakenly punctured the artery again and caused a hematoma to develop. The team held pressure to the site, placed a femstop, and monitored the anticoagulation. No further intervention is known and after 3 days the impella was explanted. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.